Event description:
During an ent surgical procedure using a coblator ii surgery system, the physician reported that the coagulation was weak and sluggish and that it took longer than normal to achieve adequate hemostasis. Despite the issue, the procedure was completed using the reported wand and controller. The physician was ultimately pleased with the final outcome of the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.